Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that nearly 1 month after the dental implant was installed in intraoral region 31#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved. The patient presented bone type ii and immediate implant procedure was performed.